Event description:
The suspect device result was 183 mg/dl. The user dosed insulin. Three hours later they passed out. 911 was called and friend gave pt orange juice. When the emergency medical technician arrived, they checked pt's glucose and the level was 33 mg/dl. They were treated with an IV. Controls were not used. The device was replaced and requested to be returned for eval.